Event description:
It was reported that the pt experienced a loss of therapeutic effect during a normal refill cycle. Per the reporter: the device "stopped working two days ago". The pump was last refilled in 2008; next refill scheduled for the following month. The hcp was considering device troubleshooting. Additional info has been requested from the hcp, but was not available as of the date of this report.